Event description:
An olympus employee reported on behalf of a customer, the thunderbeat was used for a therapeutic laparoscopic gastrectomy, it did not cut well and was removed from the patient¿s body. There was no error code. When the doctor lightly touched the subject device, the probe broke and fell outside of the patient¿s body cavity. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The probe was broken 16 millimeters from its distal end. Scratches were observed around the broken area of the probe. Also, the coating of the probe around the scratches was partially peeled off. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. There were no contact marks or scratches observed on the non-insulated area of the grasping section. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. It is presumed the breakage of the probe occurred due to the following mechanisms: probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. A load was applied to the probe and it broke. The sharpness malfunction could not be reproduced, and the cause could not be identified. It is presumed the following could have occurred: the movable handle was not firmly gripped until it hit the fixed handle. The output level was not appropriate for the organization. The grip part or probe was burnt or dirty. The instruction manual provides the following: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Even when using this instrument on blood vessel(s) with diameter of 7 mm or less depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3.¿ olympus will continue to monitor field performance for this device.